Manufacturer narrative:
Manufacturing site evaluation: visual inspection: the product was returned unopened sterilization packaging and in the original outer packaging. During the investigation, no significant deformations or damage of the valves was determined. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Results: based on our investigation results, we cannot determine any problems with the adjustment or other deviations of the valve. The fact that the valve is set to 30 cmh2o proves that the valve must have been adjustable. The opening pressure on delivery was set to 20 cmh2o. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue shunt system (#fx846t) showed adjustment difficulties preoperatively. No patient involment. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that an m. Blue shunt system (#fx846t) showed adjustment difficulties preoperatively. No patient involment. The complained product was not yet sent to the manufacturer for investigation.